Event description:
Customer reportedly received the following results on the aviva ii meter within 10 minutes: 596 mg/dl and 219 mg/dl. Customer has three vials of strips with all of the same lot information. He was receiving all the same errors on two of the vials and had no issues with one vial. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.